Event description:
It was reported that the cup was implanted and then during the final tightening of the 5.5mm x 35mm screw into the shell, the head of the screw broke off. The head was retrieved and the body of the screw remained in the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the reported event was confirmed. The head of the bone screw had fractured. Only the head was returned. The screw head was inspected by a material analysis expert. Features on the fracture surface indicate the device fractured in overload. Some areas of the fracture surface were obscured by abrasion. Conclusions: the investigation determined the bone screw fractured in overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the cup was implanted and then during the final tightening of the 5.5mm x 35mm screw into the shell, the head of the screw broke off. The head was retrieved and the body of the screw remained in the patient.